Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump primed properly. No unexpected alarms, alerts, or pump rewinding noted during testing. The pump was monitored for a day and no error, alarms, or anomalies noted. The insulin pump was received with scratched case, damaged display window cover, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had been showing rewind message after an alarm or alert. The customer¿s blood glucose was 222 mg/dl at the time of the incident. It was explained to customer the insulin pump may give a rewind message after an alarm or clear settings. The insulin pump will be replaced due to recurring message. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.